Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of explantation was (B)(6) 2019. Hence, following has been updated - is required intervention has been selected under section field has been updated to (B)(6) 2019. - field method code has been updated to "device not returned" this supplemental report is for the patient¿s right-sided device. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2020, mentor became aware that patient also experienced right breast implant rupture. Hence, material rupture code has been added to field h6 on this form. Also, device information was provided. Section d has been updated accordingly. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year old brca1 positive female patient who underwent reconstruction with mentor gel implants on the end of 2010 (right side) and (B)(6) 2011 on the left side had an ultrasound on (B)(6) 2017 that showed intracapsular rupture and fluid collection on the left side. In 2017, follow up was completed with the patient in which she reported bia-alcl diagnosis on the left side. Several attempts were made in (B)(6) 2017 to obtain the documentation related to this diagnosis, however, no additional information was obtained. This was reported as bia-alcl under 1645337-2017-00104. The patient then called mentor in (B)(6) 2019 asking questions regarding her implant warranty/texture. The patient reported she has a left implant rupture that was diagnosed in (B)(6) 2017 and that she has not yet undergone explantation because she would like to be tested for bia-alcl due to the fluid in her left implant that was noted on us. The patient reported that she is scheduling on consultation at (B)(6) center with dr. (B)(6) to get tested for bia-alcl in the near future, however, no date has been scheduled thus far. The patient did not have a bia-alcl diagnosis in the past and does not currently have a diagnosis of bia-alcl now. The patient also reported bilateral baker grade IV capsular contracture, left implant device migration outside of the pocket and shape distortion and hard/swollen left side lymph nodes. The patient also reported headaches, kidney problems, elevated labs (platelets, wbcs, mcv, mpv), and other issues. Patient will schedule explantation and treatment based on results of testing she will complete with md (B)(6). This report is for the patient¿s right-sided device.